Manufacturer narrative:
Concomitant medical products: dbb1d1, ipg implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing noted on atrial channel on stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.